Event description:
It was reported that externalized conductors were observed via x-ray. Upon review of session records, noise was observed. The lead remains implanted. Patients condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.